Event description:
It was reported that the patient had visited the emergency room (ER) with high blood glucose levels in late on (B)(6) 2025 or early on (B)(6) 2026. The patient reported that they suspected the pod may have been defective. The patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for an unspecified period of time. The patient's infusion site was on the abdomen. Symptoms reported also include vomiting and dehydration. The patient was treated with fluids and received a computed tomography (CT) scan and returned home the same day. The patient reported they believed that they changed their pod after the visit to the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone14.7, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.